Event description:
Complainant alleged that during biomed testing, the device prompted a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
No product was returned for evaluation. The picture provided by the customer showed the error occurred. The unit will be replaced under warranty as the customer is located in a remote region and return of the device for repair is not economically feasible. The claim will be closed as observed in data. Analysis for reports of this type has not identified an increase in trend.